Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operating room for a scheduled lead revision due to the right ventricular lead exhibiting a loss of capture and low impedance. The lead was capped and replaced on (B)(6) 2016. There were no adverse consequences to the patient. The patient was stable post procedure and would continue to be monitored.